Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some lots of remel m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. The site was also using 3ml vtm instead of the recommended 1m. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported discordant positive sars result for one patient tested as part of an evaluation study. The customer communicated the result was confirmed positive by pcr method. The sample tested was saved from a previously known positive patient, collected in 3 ml remel m4 vtm.